Event description:
It was reported that the physician was unable to advance the paddle lead into the epidural space. As a result all components were removed and the procedure was aborted. There were no alleged product issues, no diagnostic testing or troubleshooting was performed or required, and the cause of the issue was unknown or if the issue was resolved. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n507250, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable, neurostimulator. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).